Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia and keypad anomaly. Customer experienced multiple blood glucose value such as 48 mg/dl, 54 mg/dl, 58 mg/dl and 60 mg/dl. The customer declined troubleshooting for low blood glucose level. The customer was treated with almond ilk and peanut butter. Customer stated that the buttons on the insulin pump are starting to stick and unexpectedly goes low. Customer stated that the insulin pump had unexplained no delivery alarm. The insulin pump will not be returned for analysis.